Event description:
It was reported that a patient presented in clinic with an open pocket that exposed the device. The sales representative stated that the physician didn't specify if the cause was wound dehiscence or pocket erosion. The ICD was explanted. The patient was stable throughout procedure.